Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The iabp had fiber optic errors due to the cables. The fse found the blood pressure adapter cable to be the exact reason why there was an issue. The fse replaced the cable and was able to resolve the issue. Functional testing and safety checks were performed to factory specifications. The iabp passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic issue. The customer had a patient on the iabp and stated that they were receiving a fiber-optic sensor module failure alarm. The customer had unplugged the fiber optic cable and plugged it back in to make sure it was seated properly, but this did not solve the problem. The inner lumen was set up to transduce pressure so the customer unplugged the fiber optic again to zero the transducer. The iabp would not recognize the pressure cable and there was an alarm that said no pressure source available. During the call with a company representative, the customer had to place the pump in semi-auto/ECG trigger while the patient was being adequately supported. The customer was able to transduce the inner lumen to the bedside monitor, but did not have access to the slave cables. After trying a different sets of cables and re-priming the new pressure tubing without success, the customer replaced the console with another to continue therapy. This solved the problem. The fiber optic was functioning normally on the new console. The customer stated they have had this happen a few times recently and each time they have switched out the console. The console was taken out of service and biomedical engineer was notified, and the iabp is in need of inspection/maintenance.